Manufacturer narrative:
On february 10, 2026, mentor received the following additional information: an updated event date was provided. Date of event: march 14, 2025. The right implant was reported to be ruptured in addition to the left rupture. Resultantly, the patient underwent bilateral exchange with mentor gel implants on (B)(6) 2026. Furthermore, the implants were discarded after the surgery. As an event for the contralateral side was indicated, another file was generated to document the event. This report is for the left breast prosthesis. Reason for device explant and/or reoperation: rupture, granuloma, animation deformity the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On march 03, 2026, mentor received the following additional information: the suspect device was noted to be a smooth gel implant. Brand name: unknown gel implants smooth. Ultrasound imaging also indicated a silicone laden lymph node in the left axilla. The patient was diagnosed with bilateral animation deformity of the breasts during a physical exam. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 28, 2026, mentor completed an evaluation on an image that was provided of the suspect medical device. Photo evaluation: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of an undisclosed mentor gel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left implant using ultrasound imaging. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The date of implantation was provided to mentor as a best estimate. Follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. D4: UDI: as all of the device characteristics are unknown at this time, the UDI is currently not available. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).